Event description:
It was reported, the gastrointestinal videoscope had nozzle clogging. It is unknown when the issue was observed or found. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned and the evaluation found additional malfunction contributing to the reportable malfunction described in b5; there was foreign material exiting from the air/water nozzle. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.